Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that, "dr. Used the all in one guide. He drilled with a 10mm drill and inserted the screw. It would not advance all the way. Proceeded to repeat the same process on second screw with no problem."